Manufacturer narrative:
Additional information regarding the device details could not be obtained, as of the date of this report. This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, it was reported that the patient underwent a skin-flap reconstruction surgery around the abutment site (date not reported). The implanted device remains insitu.

Manufacturer narrative:
It was reported that the patient underwent revision surgery under a general anaesthetic on (B)(6) 2018. During the procedure the abutment was replaced with a longer abutment.